Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 5164877; model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was having stimulation issue due to lead migration as confirmed via x-ray. The patient underwent a revision procedure wherein two leads and clik anchors were added. The patient was doing well postoperatively.